Event description:
It was reported that upon deployment, the stent was 110mm in length instead of the 170mm stated on the label. Another 170mm stent was deployed and the deployed length again was 110mm. There was no report of injury to the patient.

Manufacturer narrative:
This is one of two devices implanted in the same patient. Second device reported under manufacturer report no 9681442-2010-00054. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA#: p070014.